Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the atrial lead exhibited oversensing noise along with atrial fibrillation. Reprogramming the lead reproduced the lead noise, noise resulted in inhibition. The lead was reprogrammed.

Manufacturer narrative:
Correction MDR to clarify and correct the information in the event description.

Event description:
Noise was reproducible through unipolar sensing, but when it was reprogrammed bipolar it was not reproducible.